Event description:
It was reported that an imaging catheter removal difficulty occurred. The target lesion was located in the left anterior descending (lad) artery. An atlantis¿ sr pro imaging catheter was used to visualize the unspecified coronary stent. However, when the physician tried to check how the stent was apposed, he noticed that there was an angle between the imaging catheter and the mouth of the unspecified guidewire used. It was further noticed that the guidewire was hanged in the stent beam (body) and the atlantis¿ sr pro imaging catheter could no longer be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Correction: device lot number: corrected from 16992925 to 16699914. Device expiration date: corrected from 05/22/2015 to 01/29/2015. Device manufactured date: corrected from 05/23/2014 to 01/30/2014. (B)(4).

Event description:
It was reported that an imaging catheter removal difficulty occurred. The target lesion was located in the left anterior descending (lad) artery. An atlantis¿ sr pro imaging catheter was used to visualize the unspecified coronary stent. However, when the physician tried to check how the stent was apposed, he noticed that there was an angle between the imaging catheter and the mouth of the unspecified guidewire used. It was further noticed that the guidewire was hanged in the stent beam (body) and the atlantis¿ sr pro imaging catheter could no longer be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 75-80% stenosed target lesion was located in the mildly tortuous and moderately calcified lesion. Also, the non-bsc guidewire was stuck in the non-bsc stent. An unspecified balloon was then used to dilate the stent. The atlantis sr pro and the non-bsc guide wire was then delivered into the distal vessel. After trying several times, the guidewire was removed from the stent body. Finally, the guidewire and the atlantis sr pro were removed from the patient as a single unit.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).